Event description:
The trending of data resulted in the filing of this MDR. This is why it is beyond the normal 30 day period of notification. The following happened: table will drive by itself when tilting to 0 degrees. This is a sudden unwanted table movement that can happen during a pt procedure. There was no reported pt injury.